Event description:
It was reported that the right ventricular (rv) pacing impedence has been steadily increasing. Oversensing was also noted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a resistance/impedance increase. The weekly pacing log data shows pacing sub-threshold lead impedance steadily increasing from 1008 to 2960 ohms between (B)(6) 2009 and (B)(6) 2010. The daily pacing impedance data shows 3008 ohms on (B)(6) 2010. One patient alert for rv pace lead impedance greater than 3000 ohms was recorded on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.